Manufacturer narrative:
Evaluation of the returned penumbra system 3max reperfusion catheter (3maxc) confirmed a fracture on the distal shaft and revealed stretching at the fracture site. If the 3maxc is retracted against resistance, damage such as stretching and subsequent fracture may occur. Based on the reported complaint, the root cause of the damage could not be determined. Further evaluation revealed a kink on the distal fractured segment. This damage is incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.